Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor on (B)(6) 2016. It was reported that the patient was experiencing shocking. There were no falls or traumas associated with the event. The stimulation was hurting her and she could not bend her legs or bend down. She lowered the stimulation to the lowest level possible and it did not resolve the uncomfortable shocking sensation. She has to lie on the opposite side that the stimulator is on or it causes pain. She is feeling pain on the lower vaginal area. The patient did not feel pain during her trial. This began occurring on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.